Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose and the insulin pump did not alarm threshold suspend. Customer stated that his blood glucose dropped to 35 mg/dl last night however the insulin pump did not alarm threshold suspend. Customer's current blood glucose was 50 mg/dl. Customer treated with glucose tablets and ice cream. Troubleshooting was done. It was found in the sensor alert history that the threshold did not alarm. The sensor graph did not drop below 70 mg/dl, troubleshooting was moved to sensor and blood glucose guide. Customer's blood glucose was 47 mg/dl before disconnecting the call. Advised the customer to treat and continue to monitor the issue closely. No further information provided.